Event description:
It was reported that the patient was hospitalized due to syncope. ECG revealed that the patient went into cardiac arrest for approximately seven seconds. The cause of syn- cope was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.